Manufacturer narrative:
The instrument has not been returned for evaluation. The investigation is ongoing.

Event description:
The distributor in serbia & montenegro reported that the top of the chopper broke off when dividing the nucleus. The surgeon pulled out the chopper and took out the scrap piece with forceps. The operation was completed without any complications.

Manufacturer narrative:
The instrument was visually inspected under a microscope and compared to the master model. There is no evidence of material defect or manufacturing error. The chopper end of the instrument distal tip is broken off. We are unable to determine the root cause for the break. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No further investigation or corrective action is necessary.